Event description:
It was reported that a valve on an interlink continu-flo solution set would not close all of the way, resulting in a leak. This event was noted prior to patient connection, in the pre-operation area. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A sample has been received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing did not identify any leaks in the device. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.